Event description:
Boston scientific corporation became aware of the following event at the 14th annual nch interventional endoscopy conference. According to the presentation entitled "therapeutic eus with lumen apposing metal stents", stent obstruction was noted on a patient who did not strictly follow a soft diet post stent placement. Endoscopy reintervention was performed to address the obstruction. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf impact code f23 captures the reportable event of endoscopy reintervention performed to address the stent obstruction.